Event description:
It was reported from the ous that during an orthopedic surgery the surgeon experienced an issue with the instrument. The locking pin is missing from the patella clamp. It was confirmed that the locking pin did not fall into the surgical site, therefore, was not left in the patient. The patient¿s health was stable leaving the operating room. New information provided 4 aug 2021: locking pin missing from the patella clamp, identified when loan kit was returned from the hospital. No additional information is available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device(s) are available for evaluation. Evaluation completed on by 12/06/2019 by (B)(4). Findings: the missing dowel pin is intended to secure the spring component to the handle link. According to the part drawing, (B)(4), the pin is secured with a laser tack weld in an isolated area. The weld appears to have failed in this assembly. The dowel pin was not returned to exactech. However; according to the information provided, no pieces were left in the patient. Most likely cause: based on previous similar investigations, the missing pin reported in (B)(4) was likely the result of a failure of the tack weld that holds the pin in place, allowing it to disassociate from the instrument. Rmr review: the rmr and racr for this lpi patella prep handle, (B)(4) were reviewed. The risk is captured in (B)(4). IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event report due to the missing dowel pin. An investigation was conducted: based on previous similar investigations, the missing pin reported was likely the result of a failure of the tack weld that holds the pin in place, allowing it to disassociate from the instrument.